Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Colectomy. On the fourth firing for functional end-to-end anastomosis the device did not fire. The surgeon was able to clamp the tissue and press the green firing button. The case was completed using a new device. No patient injury.